Manufacturer narrative:
The reporter's meter and one test strip were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling for the test strips: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 9:54 am, the result was 6.9 inr. At 9:56 am, the result was 5.8 inr. At 10:03 am, the result was 5.3 inr. The therapeutic range was 2.5-3.0 inr and the customer tests weekly.